Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator for parkinson's dual and movement disorders. It was reported that the patient had leg tremors today and this was a sudden change in therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that troubleshooting with a manufacturing representative had completely resolved the issue. The issue occurred from the patient forgetting to recharge. No further patient complications occurred as a result of this event.